Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. They informed the pain clinic that the patient battery depletes rapidly and they will talk to the patient about potential battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for reflex sympathetic dystrophy/causalgia complex regional pain syndrome. It was reported that the battery had been ¿dormant¿ for a year ((B)(6) 2016). It was then reported that the manufacturing representative met with the patient yesterday ((B)(6) 2017) and ran two prms (physician recharge modes). They were able to get normal charging and charged to 75 percent, but today ((B)(6) 2017) the clinician programmer indicated that the battery was discharged. The representative wanted to know if it was normal for the battery to not be interrogated. It was reviewed that the battery will deplete rapidly after being in overdischarge for a period of time and recommended that they charge to 25 percent and attempt to interrogate again. It was reported that they were able to connect with the recharger (insr) and were going to continue to charge. There were no symptoms reported.